Event description:
Consumer reported that prior to insertion she noticed the petals on a tampon applicator were open and sharp. She did not use this tampon and discarded it.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.